Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and incoherency.

Event description:
Patient contacted dexcom on 01/07/2016 to report an adverse event that occurred on (B)(6) 2016. On (B)(6) 2016 the patient inserted the sensor and entered initial calibrations of 125mg/dl and 127mg/dl into the continuous glucose monitoring (cgm) system. On (B)(6) 2016, the cgm was reading approximately 130mg/dl at 6:30pm. Based on the cgm reading, the patient dosed 4 units of insulin and then ate a sandwich. After about 5-10 minutes, the patient started to feel like she did not know where she was. After 45 minutes, the patient started recovering and realized she was on the phone with her friend. Patient's friend told her that they had been on the phone for the past 45 minutes, but the patient did not realize this. Patient's friend walked her through directions for taking sugar and patient then realized she had also eaten a large candy bar. Patient had no recollection of the previous 45 minutes. Patient then took 4 glucose tablets and started to feel better. Patient went into the bathroom and took a blood glucose (bg) reading which was between 90-120mg/dl, similar to the cgm reading, but stated she still felt weird. Patient looked at the bg test strip packaging and realized they expired in 2007. Patient had unknowingly used the expired strips for initial calibration of the cgm. Patient then tested her bg using brand new strips, expiration date of 2017, which read approximately 45mg/dl. Patient double checked her bg with one more new strip, which read approximately 47mg/dl, and removed the sensor. There was no alleged device malfunction. At the time of contact, the patient reported being fine. No additional event or patient information was provided. Additionally, expired bg meter strips were used and the patient based treatment off of cgm values. The dexcom g5 mobile continuous glucose monitoring system states: before starting, check your blood glucose meter; make sure it's in good working order following manufacturer's directions and the meter's date and time match your display device's date and time. Make sure test strips haven't expired and work with your meter. The guide also states: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.